Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump software did not suspend insulin delivery. Customer's blood glucose (bg) ranged from 40-70 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.